Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the detached struts retained in lung. The device and detached struts were removed percutaneously. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three weeks post deployment, mechanical thrombectomy indicated extensive thrombosis involving the right femoral, common femoral, and iliac veins, as well as the inferior vena cava all the way up to the filter. At the completion of the study, filter remained completely occluded. Around three years and seven months later, computed tomography of the abdomen and pelvis showed that inferior vena cava and common iliac veins appear to be thrombosed below the filter. Around five months later, filter retrieval was scheduled. An inferior vena cavagram revealed the head of the filter was free and the distal vena cava was occluded. Since the filter head was abutting out of the chronic thrombus, a bard recovery was delivered over the head of the filter and collapsed it over the filter. The filter was removed intact. Therefore, the investigation is confirmed for occlusion of ivc. However, the investigation is inconclusive for filter limb detachment. Additionally, it can be confirmed that the patient experienced thrombosis post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the detached struts retained in lung. The device and detached struts were removed percutaneously. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.